Event description:
It was reported that the patient presented in ER after receiving multiple shocks. Upon interrogation, svt was observed. Misdiagnosis of svt as vt due to programmed settings resulted in delivery of inappropriate high voltage and atp therapies. Programming changes were made and no further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.